Event description:
This lv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call placed to technical services on 08/24/2018 stating that in going to change out, this lead exhibited high thresholds. The following physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).